Event description:
Additional information received reported that the reporter thought that the patient¿s doctor ¿dislodged the leads and implant¿ in 2006 and had no reason to replace the implantable neurostimulator (ins). It was noted that the ins had been replaced with a rechargeable ins.

Event description:
It was reported that "something dislodged" when the patient had her first implantable neurostimulator (ins). The first ins was implanted on (B)(6) 2005 and replaced on (B)(6) 2006. It was stated that "sometime in between this time frame the patient had to work done on the device." The reporter did not know exactly what the doctor did or what had dislodged. The reporter thought the doctor might have implied the patient had sat down too hard into a chair. No further information was provided about this event. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7439, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3487a-33, lot# j0527137v, implanted: (B)(6) 2005. Product type: lead: product ID 3487a-33, lot# j0527137v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).